Event description:
This unsolicited case from united states was received on 15-nov-2017 from a nurse. This case concerns an adult female patient who received treatment with synvisc one and later after 2 days had swelling and effusion. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one. On an unknown date, the patient received treatment with intra-articular synvisc one injection (repeat treatment) once (dose and indication: unknown) into the left knee. It was reported that the nurse practitioner did not give the patient the injection. The patient was injected by someone else and came in with an effusion (event onset date: unknown and latency: 2 days). On an unknown date, (2 days after the injection), the patient started having swelling two days after the injection. She aspirated and drained the effected knee and administered cortisone. Corrective treatment: aspirated and drained the effected knee and administered cortisone for both the events outcome: unknown for both the events. Seriousness criteria: required intervention for both the events. A global pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.